Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single pt sample. An initial accu tni result was 0.51ng/ml. The original sample was re-centrifuged and then re-tested twice, and repeated results were: 0.17ng/ml and 0.03ng/ml. The re-centrifuged sample was also tested on a different instrument in the customer's lab and an accu tni result of 0.03ng/ml was obtained. The erroneous result was reported out of the lab and amended following repeat testing. There has been no report of death, injury, or change to pt treatment has occurred in relation to this event.

Manufacturer narrative:
Qc and system check data was not provided. The specimen was a plasma type collected in a greiner, lithium heparin vacuette tube. The customer indicated that per their protocol, samples are aliquoted prior to repeat centrifugation; however, this has not been confirmed for the sample in question. A field service engineer (fse) was in the customer's lab prior to the event in 2008. At this time, the system was verified per established procedures and results meet published performance specifications. The fse was not dispatched for this event. 5. Although pre-analytical sample handling may be a contributing factor, a clear root cause has not been concluded to date. A malfunction will be assumed for the purpose of this report.